Event description:
The physician advanced a scuba co-cr peripheral stent system to a diffuse lesion in the iliac artery. The device had been inspected prior to use with no issues noted. The lesion had been pre-dilated with a medtronic brand balloon (details unknown), however, it was reported that when the stent reached the lesion it could not be deployed. No difficulties were encountered with the pre-dilatation device or during pre-dilatation. Force was used to deliver the device through the guide catheter or on the wire to /across the lesion. Resistance was encountered when withdrawing the device from the lesion and also when withdrawing the device back into the sheath. On removal of the device from the patient it was noted that the stent was now positioned on the end of the balloon. No patient complications were reported. Device evaluation: on review of the returned device traces of radiopaque solution were detected in the shaft. The stent was dislodged proximally about 11mm on the device.

Manufacturer narrative:
Evaluation: results: negative or positive applied to device prior to use. Conclusion: device failure related to user handling. Pressure applied to device prior to use. (B)(4).